Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (12 mg/ml at 3.9 mg/day) via an implantable pump for an unknown indication for use. It was reported the pump was stopped with an alarm sound. "After that motor stall," the patient experienced a lot of pain because the medication wasn't being infused by the pump. The event date was (B)(6) 2019. The physician performed a catheter access port (cap) kit test, and confirmed the catheter had no problem. It was stated the n'vision programmer couldn't recognize "that pump's ipg," so the physician did an operation for replacement on (B)(6) 2019. Only the pump was explanted. Regarding contributing factors, it was reported there was a possibility the patient fell down. It was stated the issue was not resolved, however, the patient's status was reported to be alive - no injury. The pump would be returned. Further complications were not reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to the ge ar/pinion. (B)(4). If information is provided in the future, a supplemental report will be issued.